Manufacturer narrative:
The reported lot # was r19f27015; however, this lot number was not recognized by baxter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked from the filter. The device was used with normal saline solution. This issue was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to d4 lot # and g1 manufacturing address. H10: the actual device was not received for evaluation; therefore, a device analysis could not be completed for that sample. However, retention samples were visually inspected and no issue/damage were found. The samples were gravity tested in the laboratory, then leak tested under water; no issues were observed. The retention samples were conforming per product specifications. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.